Manufacturer narrative:
On 21-mar-2023 the field service engineer's (fse) replaced the sample probe and performed its horizontal and vertical adjustments. He also adjusted the washing level of the cuvettes. The fse adjusted the horizontal, vertical and height of the reagent probes and also adjusted the washing stations of all reagent probes. He also adjusted the gear pump pressure to 300 kpa. The sodium (na) concentration was checked when dispensing rinse and it was within the normal range. When releasing the equipment, "system errors" and "engine timeout" were observed. The fse cleaned the reaction disc bearings and the equipment was completely restarted. He washed the reaction parts and the blank measurement. Qc was performed and was acceptable. On 22-mar-2023 the a-d2 sensor was replaced. Qc was performed on 22-mar-2023 and on 23-mar-2023 and were acceptable. The investigation determined that the root cause of the event is consistent with a maintenance issue. The analyzer was checked and it was working according to specifications. The service actions done resolved the issue.

Event description:
The customer alleged discrepant results for 2 patients' samples tested with creatinine (crj2) assay and another 2 patients' samples tested with albumin (albu2) assay on a cobas 8000 c702 module. Sample 1: albu2: initial result: 5.06 mg/dl. Repeat result: 0.75 mg/dl. Sample 2: albu2: initial result: 5.06 mg/dl. Repeat result: 0.61 mg/dl. Sample 3: crj2: initial result: < 0.04 mg/l. Repeat result: 608.00 mg/l. Sample 4: crj2: initial result: < 0.04 mg/l. Repeat result: 1311 mg/l. The patients' samples were all urine samples. No erroneous results were reported outside the laboratory. The albu2 reagent lot number was 669734. The expiration date was not provided. The crj2 reagent lot number was 677539 with an expiration date of aug-2024.